Event description:
It was reported that the current keep vein open (kvo) capabilities could cause a critical medication to drop to 20 ml/hr at the ¿end of infusion¿ and that drop may be clinically inappropriate and compromise the patient. Customer is requesting a product enhancement to the kvo feature to add kvo options at the end of infusion selectable on a per medication in each profile basis. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.